Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could cause the patient to miss continuous glucose readings required for tracking and trending of blood glucose, which may lead to an injury. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/30/2016 with the following findings: the complaint could not be confirmed with investigation. The continuous glucose monitor history shows multiple ¿sensor error 1¿ warnings post a blood glucose calibration between (B)(6) 2016 and (B)(6) 2016. The transmitter successfully paired with a test pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced.